Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was received via merlin.net transmission. The right atrial lead exhibited low lead impedances. All other electrical parameters were normal. The lead remained implanted. The patients medical condition was good.